Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was replaced and moved from his back to his abdomen because the patient complained the ipg was too close to his belt line.

Event description:
Follow up identified the reported issue was resolved.